Manufacturer narrative:
(B)(4). The device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-08514. It was reported that burr became stuck on the rotawire. A 1.50mm rotalink plus and a rotawire were selected for use. During the first ablation, it was noted that the burr was stuck on the rotawire. The burr and the rotawire were removed from the patient's body together as a system. The burr and rotawire were not able to be separated from outside the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.